Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) with a blood glucose (bg) level of 20 mg/dl. Customer lost consciousness prior to being transported. Reportedly, the customer manually requested multiple boluses from the pump, which caused the low bg. Customer also inadvertently performed the load sequence while connected to the site. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day with the issue resolved and no permanent damage. A system check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.